Event description:
The patient contacted animas on (B)(6) 2013 reporting that the battery cap is cracked and unable to secure battery cap to pump. The patient reported they have no power to the pump. The patient reports no trauma to pump and no moisture noted in battery compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery cap issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.